Event description:
Customer reported the advantage system gave a blood glucose result of "70-80" mg/dl at a time when the pt was symptomatic of hypoglycemia. The pt was given IV treatment for hypoglycemia, tested within 10 mins, blood glucose was "30-40" mg/dl, which was "more in line with the symptoms". Strips not available for return, replacement system sent.